Event description:
A pt was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex m 100 filter set. Approx 5 hrs into treatment with this filter set, the prismaflex generated the "return pressure dropping" alarm. The nurse found the venous return line had become disconnected from the bard trialysis femoral catheter. Treatment was stopped and the blood from the extracorporeal circuit was not returned to the pt resulting in an estimated blood loss of 152 ml. The blood loss outside the circuit was reported to be minimal. The pt was not symptomatic and did not require any medical intervention as a result of this event. MFR ref #: 8010182-2015-00033.